Event description:
It was reported that, during revision the body stem separator was used to change version. Instrument malfunctioned and the distal locking mechanism was damaged.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.